Manufacturer narrative:
(B)(4). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The battery measured 3.640 volts and was charged to fully in one cycle. A review of the patients data found no charging anomalies and the battery depletion rate was within the expected range. It passed the functional test and an electrical test revealed normal device characteristics. Unable to confirm the as reported observation with testing of the product return.

Event description:
It was reported that the patient experienced difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.